Manufacturer narrative:
The alarm trace, the calibration trace, and the hardware performance check result did not show any abnormality. The field service engineer (fse) changed the crep2 reagent cassette. The service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable high results for multiple patient samples tested with the crep2 creatinine plus ver.2 assay (crep2) on a cobas 8000 c502 module. The following is an example of discrepant results for 1 patient sample: the customer ran the patient sample which initially resulted in creatinine values of 4.52 mg/dl. The result was reported to the physician who questioned the result as it did not match the patient's clinical picture. The customer repeated the sample and received a creatinine result of 0.7 mg/dl. The crep2 reagent lot number was 698290. The expiration date was not provided.